Event description:
It was reported that post sensed t wave oversensing was obtained on the implantable cardioverter defibrillator. Programming changes were made. The patient was to continue being monitored and was stable before and after interrogation.